Event description:
Malfunction: sys message; bubbles. The nurse reported a sys message displayed during the case. The nurse was able to clear the sys message and the case continued. However, later in the case, a laser sys message displayed. The nurse switched to another laser sys to complete the case. The sys was rebooted after the case and the sys functioned well for the rest of the day. The nurse also reported bubbles have been noted in the infusion line during the case. The bubbles were noted after the case began. The nurse did not notice a correlation between the surgeon's actions and the bubbles. The nurse did not note the lot number of the consumables, nor were the samples saved for eval. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the sys and found the sys messages reported in the event log. The company service rep could not duplicate the sys messages and noticed the room was very cold. The pcb was replaced for diagnostic purposes. Preventive maintenance was performed. The sys was then tested and met all product specs. The pcb has been rec'd and in-house testing is in progress. The nurse stated if the bubble issue recurs, she will note the lot number of the consumables. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).